Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high  shocking lead impedance measurements greater than 125 ohms. The out of range measurements were not recreated with val salva and isometrics. No noise noted on electrogram (egm). Boston scientific technical services (ts) discussed troubleshooting options and delivery of high energy shock. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported.